Event description:
Customer states via phone that between cases staff noticed the generator was producing x-rays un-commanded. No patient involvement. Biomed was able to turn the generator off and take the system out of service. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.